Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic lithotripsy procedure performed in the bile duct on (B)(6) 2021. During the procedure, the image of the spyscope ds ii was lost. The controller was rebooted and the spyscope ds ii was reconnected; however, the image was not restored. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.